Manufacturer narrative:
Changing to navlock tracker as the tracker is the instrument that was replaced. The interface between the tap and the tracker caused the issue.

Manufacturer narrative:
Device manufacturing date was inadvertently left off follow up #3. Device manufacturing date now provided.

Manufacturer narrative:
Correction: brand name & catalog number.device lot number now provided.device manufacturing date now provided.

Manufacturer narrative:
Medtronic investigation of returned suspect tracker finds that the reported issue could not be duplicated. The returned tracker was found to be in good condition with no apparent physical damage. Known good instruments inserted and rotated without issue. With markers attached and fully, the tracker returned good geometry error. No problem found.

Manufacturer narrative:
No parts were replaced. No parts expected to be received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's solera 4.5 awl tip tap was damaged. While using the powerease system, the tap became stuck on the tracker. The surgeon opted to proceed with the procedure with manual tapping. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Filing follow-up MDR to correct initial MDR field: type of report, to change from five-day report to correctly show it as a thirty-day report.